Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the image was not displayed due to the malfunction of the cable unit. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to the olympus employee the device had no image during preparation for use. The intended procedure, a ureteroscopy was completed using a non-olympus device. No patient harm or injury was reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of no image was due to a faulty cable unit. The video connector was cracked. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.